Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, it is not possible to establish the root cause of the foreign material remained in the device. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use, which state: the detection method is outlined in gif-ez1500 operation manual chapter 3, titled "preparation and inspection." The preventative measures can be found in gif-ez1500 reprocessing manual chapter 5, titled "reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had glue on the tube. The issue was found during receipt inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube had residual glue and foreign objects. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the play of upward/downward angulation control knob is out of the standard value due to wear of angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.